Event description:
It was reported that during a breast biopsy, the dr deployed a tissue marker using proper technique and there were no issues noted. Six days from the event, add'l images were taken of the breast and it was noticed the plastic applier tip was in the breast. The clip was still in the metal sleeve and came out of the breast in a sample that went to pathology. No pt consequence was reported. The device has been disposed of and will not be returned for analysis.

Manufacturer narrative:
There was no sample rec'd for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check mfg records for any related non-conformances.